Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using flex arm in an med for a herniated disc. It was reported that the fixation force of flex arm was weak and it moved. There was a patient involved in the event. There were no patient symptoms or complications as a result of the event. The patient was on the operation table when the product malfunction occurred and the product was used in operation field. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization necessary as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
Product analysis found deformation of the handle screw's screw thread was confirmed during the inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis found deformation of the handle screw's screw thread was confirmed during the inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using flex arm in an med for a herniated disc. It was reported that the fixation force of flex arm was weak and it moved. There was a patient involved in the event. There were no patient symptoms or complications as a result of the event. The patient was on the operation table when the product malfunction occurred and the product was used in operation field. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization necessary as a result of this event. No further complications were reported/ anticipated.